Event description:
The customer contacted stryker to report that their device's controls were unresponsive. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. The hood was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the issue was determined to be a faulty hood.